Event description:
Customer reported that the insulin pump returned two no delivery alarms. Customer reported that the no delivery alarm was resolved by a set change. Troubleshooting could not be performed as these were past events. Blood glucose level was 132 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.